Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2010 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 8/10/2020. Additional h6 patient code: 2240, 3189- surgical intervention. Additional information: a2, d3, d7, g1, g2. Additional b5 narrative: it was reported that the patient underwent mesh removal on (B)(6) 2013 due to hernia recurrence, pain, foreign body reaction, and fibrosis.

Manufacturer narrative:
Date sent to FDA: 4/10/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.